Event description:
It was reported that patient experienced elevated lactate dehydrogenase (ldh) indicated suspected pump thrombosis. The patient suffered a cerebral infarction and was hospitalized. Neurological damage was noted fro less than 24 hours. Surgical treatment was done. The patient was on warfarin, aspirin, at the time. They were admitted from (B)(6) 2020 to (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Furthermore, the suspected pump thrombosis was unable to be confirmed as no images were provided, and the pump was not available for evaluation at the time of the reported event. The patient was ultimately transplanted on (B)(6) 2022, and the pump was returned and evaluated as reported under MFR #: 2916596-2023-02538. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, hemolysis, and device thrombosis, that may be associated with the use of heartmate 3 lvas. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Additionally, section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that at the outpatient visit on (B)(6) 2020, lactate dehydrogenase (ldh) was 340 and prothrombin time international normalized ratio (pt-inr) was 2.28, with findings consistent with the patient¿s usual condition. At the visit on (B)(6) 2020, ldh had increased to 679 and pt-inr to 3.18, raising suspicion of pump thrombosis. During the period from (B)(6) 2020 to (B)(6) 2020, the patient experienced no symptoms. The device was managed at 8,600 revolutions per minute (rpm); however, the speed was increased to 9,200 rpm on (B)(6) 2020. A computed tomography was done. A surgical procedure was performed. This event was considered related to the device and the complexity of medical management.